Event description:
It was reported that during a knee arthroscopy procedure using an ambient super multivac 50 ifs wand, after 10 minutes of activation, the tip of the wand detached while in the surgical site. The joint was flushed without success, in an attempt to retrieve the detached part. The surgeon had to use a competitor's device to remove the detached piece with suction. Ultimately, the procedure was completed using the original wand without significant delay. There were no patient complications reported as a result of this procedure.